Event description:
A pt reported experiencing low inaccurate results with a one touch meter. Around 5pm on the day of the event, pt suddenly felt dizzy, weak and started to sweat. Pt's blood glucose was 58mg/dl on ot meter after onset of symptoms. Pt drank orange juice and chocolate milk, but symptoms did not get better. Pt called paramedics who transferred pt to emergency room. At ER, pt's blood glucose was 117 mg/dl. Time of hospital blood glucose unknown. Pt was treated in ER and released after 4 hours. Pt does not base any medication intake on ot meter readings. No further info has been reported.